Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent orif surgery for a finger fracture. The surgeon made the cut of the head part of the plate based on the understanding that a plate should be cut at the cut-line on the cutt-pliers, but the plate part in the long axis direction of the cutt-pliers was also cut. Therefore, the surgeon gave up using the plate and used another plate (y-type plate) for procedure. To cut the head part of the y-type plate, the surgeon used a hospital owned pin cutter. The surgery was completed successfully with no surgical delay. This report is for a 1.3mm ti lckng t-plate 3h head/5h shaft-sterile. This is report 1 of 1 for (B)(4).